Manufacturer narrative:
Additional information: b1, b5, h1 and h11. B5: it was reported that the patient required a transfusion the day after undergoing a surgical procedure (cgr) and not due to the blood loss reported the previous day. It was also reported that the patient did not observe any clinical signs following the event. H11: based on additional information received, the prismax unit was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on-site by a vantive qualified technician. A review of the machine log file confirmed the reported alarm that interrupted therapy. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be related to use error for not following the instructions on the machine screen during the two (2) bag changes. The machine was returned to service without any additional events reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy, when the physician was performing a dialysate bag and replacement bag change, the device shut down. It was reported that the patient¿s extracorporeal (ec) blood was not able to be returned (approximately 217 ml). The patient required a blood transfusion followed by a return to citrate dialysis the next day. No additional information is available.